Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after the first inflation in the popliteal artery, the pta balloon could not be deflated. Reportedly, when negative pressure was applied while the physician pulled back on the catheter, the pta balloon was able to be successfully deflated. The pta balloon dilatation catheter was removed through the introducer sheath without incident. No further treatment was performed as the lesion was successfully effaced during the first inflation. Reportedly, total deflation time was approximately one minute. No report of injury to the patient.